Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic scraper internal limiting membrane (ilm) was weak during insertion. The procedure was completed with an other product. There was no patient harm.

Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with inner blister, outer blister and cover foil showing the lot information. The sample shows macroscopic signs of damage. The shaft is bent. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected. It was noticed that the shaft of the device is bent. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customer¿s complaint is confirmed. The root cause cannot be identified conclusively because the sample has passed the 100% inspection. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).